Event description:
Procedure type: low anterior resection. According to the reporter: staple line leak in lower anterior resection. The leak happened post operatively and required a follow up surgery. No reinforcement material was used in conjunction with the stapling device. The patient remains hospitalized. The patient had other infections not related to this, specifically with his ureters.

Manufacturer narrative:
(B)(4).